Event description:
The following statment is the incident description that was submitted by the hosp: "machine fiberglass cover fell on patient. Screw on the latch were not in place." The patient was not injured. Varian does not believe that there has been any malfunction of the device, nor if this incident were to recur, would it be likely to cause any serious injury or death.